Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii ver. 2 (ft2 v2) on two cobas 8000 e 801 module analyzers and a cobas e 411 immunoassay analyzer. The sample also had a discrepant result when tested with elecsys ft3 iii (ft3) on the second e 801 analyzer. It was asked, but the specific date of the event is not known. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. This medwatch will apply to the ft3 v2 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft3 assay. Refer to the attachment for all patient data. The sample was initially tested with the ft3 v2 assay on the customer's e 801 analyzer. The sample was provided for investigation, where it was tested with ft3 and ft3 v2 on a second e 801 analyzer on (B)(6) 2022. During investigations, the sample was also repeated with the ft3 v2 assay on an e411 analyzer on (B)(6) 2022 the sample was repeated on an abbott architect analyzer on (B)(6) 2022. The serial number of the customer's e 801 analyzer was requested, but not provided. The ft3 v2 reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for the investigation is serial number (B)(4). Ft3 v2 reagent lot 575688, with an expiration date of 31-jan-2023 was used on this analyzer. The serial number of the e411 analyzer used for the investigation is serial number (B)(4). Ft3 v2 reagent lot 567499, with an expiration date of 30-nov-2022 was used on this analyzer.

Manufacturer narrative:
A sample from the patient was provided for investigation. The ft3 values measured by the customer could be reproduced. Further investigations of the sample determined it contains an interfering factor against the streptavidin component of the assay. The investigation is ongoing.

Manufacturer narrative:
The investigation could not identify a product problem. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."